Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone13.2 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that, after more than 48 hours of pod wear on the hip/buttocks, the skin at the infusion site developed an infection. The mother noted that her daughter was at school when she experienced pain at the infusion site. The patient was evaluated by the school nurse who removed the pod and reported an infection with pus discharge. The mother stated that she would seek further medical evaluation; however, no additional information regarding follow-up evaluation was provided despite multiple good-faith efforts to obtain additional details. No treatment information could be obtained. The mother stated that she did not use an alcohol wipe and did not clean the site with soap and water prior to applying the pod. The manufacturer¿s instructions for use indicate to clean, disinfect, and dry the intended site prior to pod application. If the site is not cleaned properly, the risk of infection increases. Based on the available information, the reported event appears to be related to user error.